Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited ?downstream occlusion alarming". No adverse effects reported.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Dso (downstream occlusion sensor) alarms- failed low trip point. Device failed the occlusion test. Dso sensor was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.